Manufacturer narrative:
Summary of device evaluation: the returned device was evaluated by a service technician who could not duplicate the reported complaint. The device was thoroughly tested to all device specifications and was found to be fully compliant, operating normally through all tests completed.

Event description:
"Since its first use, every time the unit was unplugged from the power supply and then plugged back in, it would start beeping and display the wrong date. After the date was reset it would stop beeping but the display would read rtc-clock and display a wrench symbol. The manual indicates that both are warning indicators. To evaluate the unit, the leads were attached to the device testing unit set to the defib setting. The unit powered up to shock but the shock could not be delivered by pressing the button. After a short period of time (less than 1 minute:), a click was heard and then the unit became unresponsive (could not be powered off). Since that time, the display shows a solid set of bars and is still completely unresponsive".